Manufacturer narrative:
This report has been identified as b. Braun internal report number: (B)(4). A follow-up report will be provided after the examination results are available. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Event description:
According to the customer: "patient with niprid cpm infusion started at 3 ml bic total hours of the 250ml solution and when re-evaluated due to a low battery alarm, patient in 1 hour received approximately 200 ml."

Manufacturer narrative:
This report has been identified as b. Braun internal report number (B)(4). Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc. Additional information: d9 device returned to manufacturer investigation: upon visual inspection of the equipment, natural signs of use were observed. Upon analyzing the equipment's usage history, it was found that the user reprogrammed the flow rate three times, and no infusion errors were detected. The equipment underwent functional performance testing, using a flow rate programming of 100 ml/h for a volume of 100 ml to be infused within 1 hour. The equipment operated correctly and precisely according to the established accuracy, thus not confirming the complaint.